Event description:
A report was received that the patient could not charge the ipg as it was too deep in the pocket. The patient underwent a revision procedure wherein the ipg was replaced. No malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.